Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude alert detected an increased right ventricular (rv) pacing impedance measurement. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Rv impedance measurements continued to measure greater than 2,000 ohms. The boston scientific sales representative reported that the patient was seen in the clinic. The rv lead was noted to have a high rv lead impedance as well as a high threshold at the time of his implant. The clinic continued to monitor this patient at this time, with no intervention performed. To date, no adverse patient effects were reported with this clinical observation.